Manufacturer narrative:
All devices must meet quality requirements and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 12 may 2026 from the nurse of a male patient with a medical history including end stage renal disease, who stated the patient went into anaphylaxis during hemodialysis treatment and was hospitalized on (B)(6) 2024. Although requested, additional information was not provided.